Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve exhibited severe paraval vular leak. Another valve was placed valve in valve 4mm lower. Following the second valve, the patient was hemodynamically stable.

Manufacturer narrative:
The device remains implanted and is not available for analysis. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.